Event description:
The explanted device was received at headquarters. According to the device explantation report a medical problem lead to the explantation.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due to pain at the implant area, which was not described in detail. In addition, the user did not have satisfying subjective benefit prior to the explantation. The floating mass transducer was still properly placed and the device was functioning prior to the device being removed. The user is still within the indication criteria. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. This is a final report. The user is still within the indication criteria and the device was functioning prior to being removed.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at headquarters. According to the device explantation report a medical problem lead to the explantation.